Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated set with cassette had a connection issue; further described as the cassette could not be connected to the solution bag. This was observed during setup of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.